Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: patient was implanted with a uss construct date unknown. It was discovered on an unknown date there is a loosening of the implants. The product was not reported as explanted, remains implanted. No further information is available. Additional information has been requested. This is 15 of 16 reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.